Event description:
The small battery drive was reported for complaint (B)(4)due to the device not working. During the manufacturing evaluation for complaint (B)(4), it was discovered that the small battery drive had a sticky trigger, excessive vibration, and a very loud grinding noise. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 16-mar-2007. The source of the manufacture date is the release to warehouse date. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customers complaint that the small battery drive does not function was confirmed. The device was evaluated and the complaint was substantiated. It has sticky trigger, vibration, and loud grinding noise. The ball bearings, motor asssembly are most likely damaged from normal use over time.(B)(4)